Manufacturer narrative:
The disposable set involved in the incident is not available for investigation, therefore a root cause of the reported leak cannot be established. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. All disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there have been no other complaints related to this lot number. No patient injury was reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the hyperthermia pump disposable set leaked at the heat exchanger during use.